Manufacturer narrative:
Clinical code: 1888 - hemorrhage/blood loss/bleeding: event was reported as, bleeding occurred at the anastomosis site. 1028 - failure in anastomose : event was reported as, a thoracic and abdominal vascular graft replacement was performed, with the distal end of the thoraflex hybrid stent being anastomosed to a vascular graft. After recanalization, bleeding occurred at the anastomosis site. Impact code: 4624 - surgical intervention: event was reported as, stent frame was sutured with felt, and the anastomosis section was wrapped with the graft. Medical device problem code: 2919 - device-device incompatibility: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 1494 - off-label use: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 2978- material integrity problem: event was reported as, the connection point of the stent ring might have been disconnected, and some of the wire was found to be protruding. The protruding stent frame was sutured with felt, and the anastomosis section was wrapped with the graft. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110- trend analysis: four year review was performed for thoraflex hybrid > leakage > blood oozing > anastomosis, this gave and occurrence rate of 0.000%. No trends identified requiring action at this time. 4111- communication/interviews: additional information was requested by the manufacturer , unfortunately, we have learned that no additional information or images are available for this event. Sme (subject matter expert) review the japanese IFU and with ra and the below was provided: · the device is an MDR hybrid but with nagase gelatin. · the japanese IFU does not contain any detail in relation to extension device compatibility or compatibility with existing devices. We were unable to determine how the stent ring might have become detached or broken. Alot of force is required to do that sort of damage without cutting the device with an instrument. There should not be any damage simply from contact with another device, let alone enough damage to detach a ring, and while our compatibility testing was limited to 3 or 4 different types of device, we never saw anything like this. Even if the distal end was sutured to the vessel or another device, the relatively low damage from the needle and tension from the suture wouldn't be enough to detach the ring. 3331- analysis of production record: comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification 4117- device not accessible for testing: device remains implanted. Investigation findings: 4206- device not compatible with another device: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 4248- usage problem identified: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. Investigation conclusions: 24- cause traced to intentional off-label, unapproved, or contraindicated use: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 22- known inherent risk of device: within the thoraflex hybrid japanese IFU translated mentions bleeding/ blood loss within problems/ adverse events section.

Event description:
Blood leakage / stent disruption: a two-stage surgery was planned to treat an extensive aortic aneurysm extending to the abdominal bifurcation and the thoraflex hybrid was implanted on (B)(6) 2024. On (B)(6) 2025, a thoracic and abdominal vascular graft replacement was performed, with the distal end of the thoraflex hybrid stent being anastomosed to a vascular graft. After recanalization, bleeding occurred at the anastomosis site. While checking the bleeding point at the anastomosis site between the thoraflex hybrid and the graft for hemostasis, it was discovered that the stent frame of the distal end of the thoraflex hybrid had detached and protruded. It was unclear whether the stent ring was detached initially or due to some kind of stress during the procedure. The connection point of the stent ring might have been disconnected, and some of the wire was found to be protruding. The protruding stent frame was sutured with felt, and the anastomosis section was wrapped with the graft. The surgery was successfully completed. The patient was discharged, and the prognosis is favourable. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00081 to provide event closure information for (B)(4).

Event description:
Blood leakage / stent disruption: a two-stage surgery was planned to treat an extensive aortic aneurysm extending to the abdominal bifurcation and the thoraflex hybrid was implanted on (B)(6) 2024. On (B)(6) 2025, a thoracic and abdominal vascular graft replacement was performed, with the distal end of the thoraflex hybrid stent being anastomosed to a vascular graft. After recanalization, bleeding occurred at the anastomosis site. While checking the bleeding point at the anastomosis site between the thoraflex hybrid and the graft for hemostasis, it was discovered that the stent frame of the distal end of the thoraflex hybrid had detached and protruded it was unclear whether the stent ring was detached initially or due to some kind of stress during the procedure. The connection point of the stent ring might have been disconnected, and some of the wire was found to be protruding. The protruding stent frame was sutured with felt, and the anastomosis section was wrapped with the graft. The surgery was successfully completed. The patient was discharged, and the prognosis is favourable

Manufacturer narrative:
Clinical code: 1888 - hemorrhage/blood loss/bleeding: within the event intake form it stated that, bleeding occurred at the anastomosis site. 1028 - failure in anastomose: within the event intake form it stated that, a thoracic and abdominal vascular graft replacement was performed, with the distal end of the thoraflex hybrid stent being anastomosed to a vascular graft. After recanalization, bleeding occurred at the anastomosis site. Impact code: 4624 - surgical intervention: within the event intake form it stated that, stent frame was sutured with felt, and the anastomosis section was wrapped with the graft. Medical device problem code: 2919 - device-device incompatibility: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 1494 - off-label use: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 2978- material integrity problem: within the event intake form it stated that, the connection point of the stent ring might have been disconnected, and some of the wire was found to be protruding. The protruding stent frame was sutured with felt, and the anastomosis section was wrapped with the graft. Component code: 4755 - part/component/sub-assembly term not applicable . Type of investigation: 4110- trend analysis: four year review was performed for thoraflex hybrid > leakage > blood oozing > anastomosis, this gave and occurrence rate of (B)(4). No trends identified requiring action at this time. 4111- communication/interviews: additional information was requested by the manufacturer, unfortunately, we have learned that no additional information or images are available for this event. 3331- analysis of production record: comprehensive batch review had been performed. No issues were identified during manufacture of this device. Device manufactured to specification 4117- device not accessible for testing: device remains implanted . Investigation findings: 4206- device not compatible with another device: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 4248- usage problem identified: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. Investigation conclusions: 24- cause traced to intentional off-label, unapproved, or contraindicated use: thoraflex hybrid stent being anastomosed to a vascular graft is not recommended by the manufacturer. There is also no mention of extension or existing device compatibility. Thus, the usage describes isn't indicated or contraindicated, and so this is considered off-label use. 22- known inherent risk of device: within the thoraflex hybrid japanese IFU translated mentions bleeding/ blood loss within problems/ adverse events section.